Event description:
Information received from the field notes that the device was possibly in back-up mode. The patient is bedridden and has only been checked by transtelephonic monitor. During the last check, a magnet rate could not be obtained. The device was ventricular pacing at 67 ppm with an ocassional atrial spike.